Manufacturer narrative:
The patient is a 53-year-old white female with no family history of breast or ovarian cancer. Past medical history: s/p gastric sleeve, liposuction, neck lift, tonsillectomy, knee surgery, gerd, depression/general anxiety disorder, tremors/dystonia. The patient reportedly felt a mass in her left breast in (B)(6) 2021. She underwent mammogram and ultrasound with findings in both breasts. Biopsies revealed: left breast invasive ductal carcinoma at 2:00, ct1cn0m0, ER/pr+, her-2 neg, ki-67 20%. Right breast benign microcalcifications. Oncotype score was reported as 11. On (B)(6) 2021 she underwent left partial mastectomy with additional medial and inferior shave margins, adjacent tissue transfer, biozorb placement, sentinel node biopsy. "Reconstruction of the breast began by measuring the primary lumpectomy cavity defect, which was found to be 7 x 5 cm (35 sq cm defect). The patient¿s position was changed to the seated position, to best facilitate breast reconstruction to achieve a natural contour. At that point, the breast parenchyma was incised and elevated in the retromammary plane and mobilized in the superior, inferior and lateral directions for 2 cm length and 2 cm width, such that the breast parenchyma could be advanced for closer approximation. The lumpectomy bed was demarcated for the radiation oncologist and for future follow up surveillance by implanting a 3-dimensional biozorb device to identify the exact area of the previous tumor bed. This was particularly important in this case due to the large area of tissue mobilization performed for the reconstruction. After using a sizing tool to assess the lumpectomy cavity, the 3-dimensional biozorb implant, sized 3x3x1cm was chosen to mark the location of the tumor site within the lumpectomy cavity which had been identified prior to the extensive mobilization for the reconstruction. Interrupted 3-0 vicryl sutures were used to anchor the implant in correct position, and the previously mobilized breast parenchyma was advanced towards the implant. An additional 30 minutes was spent during the procedure to mobilize the breast parenchyma via the secondary defect to appropriately cover the primary defect and recreate a normal-appearing breast mound. Approximation of the tissue reconstructed the breast to achieve a normal contour and the implanted device was totally covered with natural breast parenchyma. " she also underwent savi scout localization and excision on the right for calcifications. Pathology: left breast invasive cancer, grade 1, 13mm in greatest dimension, ductal carcinoma in situ present, negative margins, 1 of 9 lymph node with micro metastases, pt1cpn1mi. A secondary record indicates atypical hyperplasia was found on the right. The patient underwent radiation therapy from (B)(6) 2022. She was started on letrozole and switched to tamoxifen due to ¿psychiatric symptoms.¿ a mammogram report from (B)(6) 2022, approximately 1 year post op, notes the patient complained of a "new lump in left breast periareolar". The report notes that the left breast has post-surgical changes and "the palpable lump at 12:00 appears to correlate with a fat density oil cyst measuring 9mm. This is smaller than it had been on the prior mammogram measured 12mm." On (B)(6) 2022 the patient underwent total laparoscopic hysterectomy with bilateral salpingo-oophorectomy, due to a "suspicious lesion" there are no additional details in the available medical records related to this procedure. Mammogram report on (B)(6) 2023 includes a note, likely from patient noting "this is the amended report, but it still doesn¿t reflect exactly what she told me about the biozorb. She told me that the lump I was feeling was the biozorb ¿clumped together¿. In the report, she states there are biozorb clips. Not the same thing in my opinion and not sure why she wouldn¿t document it the way she told me. I would like to find someone privately to do another ultrasound for my own peace of mind." The mammogram noted that the patient noted new lumps in both breasts and indicated "there are surgical clips and a lumpectomy cavity in the left breast in the axillary tail...there is no correlate on mammography today." At a visit on (B)(6) 2023, approximately 1.5 years post op, she reported palpating a cyst on her outer left breast above her lumpectomy scar. Left breast ultrasound earlier that month found a benign 8mm cyst with a septated wall that correlated with the palpated mass. The patient was doing well overall but reported some "spasms" in the area of the cyst. On (B)(6) 2023 (approximately 2 years post op) the patient underwent biozorb explant, the indication for the procedure was noted as "patient with pain due to retained biozorb." Approximately 2 years post op the patient underwent left axillary tail breast excisional biopsy to remove the "retained biozorb" due to "pain." Per op report, "an incision was made through the prior incision and ultrasound was used to identify the biozorb...we then dissected it out with cautery. It did fracture upon excision, however majority of the device was removed en bloc. " pathology of the explant found benign breast tissue with fibrosis and foreign body giant cell reaction. Medical device, consistent with the biozorb implant, "cylindrical presumed plastic devices ranging from 0.3cm to 0.7cm in length by 0.3cm in diameter..." On (B)(6) 2024 (approximately 1 year post explant) she had an initial consult with a rheumatologist for "polyarthralgia/myalgia/ostealgia". Rheumatologist felt this was likely "fibromyalgia/myofascial pain syndrome along tamoxifen induced arthralgia/djd" and was referred to pt, massage and chiropractor. Pt evaluation found lower extremity strength defects that impacted her adls. Occupational therapy evaluation notes tremors and numbness bilateral upper extremities left more than right.

Manufacturer narrative:
It was reported to hologic that a patient received a biozorb device implantation in (B)(6) 2021, patient reported suffered from sensitivity, discomfort, hard painful lump at the site of implantation. Pain worsened upon contact or movement. In addition, patient reported that the biozorb migrated to a different area and was visible through her skin. Due to the complications patient had the device removed in (B)(6) 2023. No other information is available no initial evaluation could be performed because there was no returned sample for this complaint. The sample was not returned for this complaint and there was limited patient-related information provided for this event; therefore, a thorough investigation was not able to be performed. Investigation into several of the harms reported in this complaint was performed from a clinical literature review, as well as an investigation into the design and risk of the biozorb product. The harms identified during this complaint are: major pain (pain/discomfort/device palpability), migration, minor inflammation (limited mobility), moderate tissue damage (tissue damage / skin erosion), major additional intervention (additional surgery/device explantation). A review of clinical literature performed on lumpectomies and their associated complications was performed. A summary of this review concluded that, while lumpectomy is a well-established option for breast cancer treatment, it inherently carries risks of complications, most notably infections, seroma formation, chronic pain, and wound healing issues. The literature demonstrates variation in complication rates based on surgical technique, additional therapies (such as intraoperative radiation therapy (iort) or radiation), and individual patient factors, with infection rates ranging from 2% to 10% and seroma rates from 11% to 65%. Chronic pain, particularly neuropathic pain, affects nearly one-third of patients. (Kwee et al. (2024)) migration can be influenced by several patient related factors which can influence the likelihood of migration after lumpectomy, such as breast density, biopsy location, and biopsy approach. Per a study by ashali jain et al. (2017), marker migration is a relatively common occurrence following stereotactic biopsies, happening in 13% of cases. Swelling is one of the expected events that could occur after surgery and/or radiation therapy regardless of the use of a biozorb device. Due to this, confirmation of the swelling during this event as a normal course of surgery vs being caused by the biozorb is not able to be done. Device explantation is based on the patient¿s physician¿s evaluation of their physical and health state and recommendation; therefore, an investigation into this intervention is not able to be performed for this complaint. Though complications are relatively common, most are manageable with appropriate postoperative care, making lumpectomy a viable option for many breast cancer patients when carefully monitored and followed up. An investigation was performed by subject matter experts (sme¿s) into several of the harms identified as being experienced by the patient related to design, risk management, and clinical factors. The results of these investigations and potential causes can be seen in the table below; however, it is important to note that these results do not include medical input from a qualified medical professional: pain: there is a lack of migration requirements and testing to evaluate if the device can cause tissue damage due to migration. Verification of mechanical strength and simulated use is not adequate due to several opportunities related to sampling size and test methods. The crystalline proportion in the device is unknown. Crystallinity may be causing irritation and foreign body reaction considering the long period of absorption of the device. There is a lack of usability testing evaluating the user needs, so there is no assurance that the surgical methods being used for the users are adequate. There is a lack of adequate user needs to capture appropriate design inputs, and therefore there are opportunities in design outputs and v&v activities. Migration: there is a lack of migration requirements and testing to evaluate if the device can cause tissue damage due to migration. The crystalline proportion in the device is unknown. High crystallinity may be causing migration/erosion considering the long period of absorption of the device. Verification of mechanical strength and simulated use is not adequate due to several opportunities related to sampling size and test methods. There is a lack of usability testing evaluating the user needs, so there is no assurance that the surgical methods being used for the users are adequate. There is a lack of adequate user needs to capture appropriate design inputs. Based on the clinical literature review, the harms reported to be experienced by the patient in the complaint are common symptoms from surgery and lumpectomies; therefore, a confirmation of the biozorb causing the harms was not able to be done. However, based on the review of the top harms in regard to the biozorb design and risk documentation, the adverse events reported can be tracked back to a potential shared cause: lack of adequate user needs for the product. User needs define the framework for product development and lay the ground for the definition of design inputs, design outputs and later verification and validation activities. Other potential causes are related to inadequate test methods and/or the lack of evidence to support some specific product requirements. Conclusion: when comparing the safety outcomes of the biozorb marker with general lumpectomy complications, it becomes evident that some of the complications associated with biozorb may stem from the lumpectomy procedure itself. Both procedures share overlapping risks, although the biozorb device introduces additional considerations. However, it has been confirmed that the lack of defined user needs and inadequate test methods and testing evidence are potential root causes for the harms reported in this complaint. This cause will be further investigated and addressed in CAPA. The risks associated with this complaint event are further described and evaluated against the product and its hazard analysis in the health risk assessment biozorb complaint analysis. Updates to the biozorb hazard analysis risk file will be monitored. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a DHR review could not be performed because no lot information was provided.

Manufacturer narrative:
Device identifier: (B)(4). Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a patient received a biozorb device implantation in (B)(6) 2021, patient reported suffered from sensitivity, discomfort, hard painful lump at the site of implantation. Pain worsened upon contact or movement. In addition patient reported that the biozorb migrated to a different area and was visible through her skin. Due to the complications patient had the device removed in (B)(6) 2023. No other information is available